Event description:
Reporter indicated that since generator replacement surgery due to end of service (two days prior), the pt has been experiencing decreased oxygen saturation according to their home pulse-ox machine. The device was turned off and the pt is scheduled for follow-up with treating neurologist.